Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 5 events were confirmed during testing. (B)(6)devices were found to be affected by trigger damage. (B)(6) device was found to have a worn safety bar. (B)(6) device was found to have debris in the safety. (B)(6) device was found to have a non-stryker repair. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device ran while in safe mode or ran without user activation. There was no patient involvement; no patient impact.